Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that the transmitter was unable to pair with the customer's pump and the transmitter does not hold a charge long than expected. Troubleshooting was performed and the issue was not resolved. The customer received a lost sensor alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The transmitter will not be returned for analysis.